Manufacturer narrative:
The device history record (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Operator manual instructs user to check vertex distance carefully, and additionally informs user that if vertex distance values lower than set default are entered, the default value will be set to that lower value as new default. Root cause was assessed to be user related, unrelated to the device. Technical root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a patient with an overcorrection of one diopter post lasik treatment. The reporter indicates the default setting for the vertex distance is set and it did not change after being altered for a previous patient.